Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photo has been received in lumenis. There is no allegation or indication of a system malfunction. The device was installed on (B)(6) 2023 and is billable. No pm was performed by lumenis since then. Lumenis highly recommends an annual pm check in a timely manner to assure continued proper operation of the device. Initiative and payment for that lies on customer's responsibility. Moreover, lumenis sent a quote for pm to the customer, but the customer rejected it and instructed someone else to perform a pm. Since there was a pm and not a cm case, we assume that there was no malfunction in a system. Therefore, this case is not reportable to EU authorities. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting this event to the FDA as an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. Since there was not confirmed malfunction in a system, this complaint is not reportable to EU authorities. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by lightsheer quattro device.